Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented during a follow-up due to recent change in medication. The patient was not feeling well. Device interrogation revealed noise on the ventricular lead and stimulation. Programming changes were made. Review of the session records revealed myopotential oversensing or external noise, possibly due to lead damage. No other electrical anomalies were noted. Noise was not reproducible. Lead replacement was suggested during the coming up crt-d upgrade. No further information is available at this moment.

Event description:
New information received indicates that patient did not experience any symptoms due to malfunction.